Manufacturer narrative:
The field service engineer replaced coulter dxh diluent lot number 3510530 onboard the unicel dxh 800 coulter cellular analysis system, serial number (B)(4) with another coulter dxh diluent lot number, ran the remove cleaner procedure, primed diluent and performed daily checks and the issue was resolved. (B)(4). This MDR is related to another MDR 1061932-2014-02179 for the same issue on the second unicel dxh 800 coulter cellular analysis system, serial number (B)(4).

Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in the customer's laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.